Event description:
Report received indicated that during procedure, the cypher sirolimus-eluting coronary stent system's hub was noticed crack. The instructions for use were followed. There were no anomalies noted during device inspection prior to use. No issues noted when connecting the hub to the (unk) indeflator device. The system was flushed and prepped successfully. The pt's age, gender, weight, target lesion and characteristics are unk. During an angioplasty to unk lesion, the stent delivery (sds) system was inserted through the vessel without difficulties. Attempts were made to inflate the balloon using (unk) indeflator at the lesion site; however, the balloon would not inflate. Subsequently, a crack in the hub was noticed, therefore, the sds was removed and replaced by another sds and deployed the stent successfully. There were no adverse pt consequences.

Manufacturer narrative:
This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.